Event description:
It was reported by svc report that the stretcher zoom drive stops intermittently and the mattress has insufficient foam in it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle load cell weldment, mattress.